Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the stylets were returned and analyzed. Primary analysis results revealed no anomalies found.

Event description:
It was reported that while peeling open the stylets package, the knobbed end sprung out of the package contaminating the stylets. This occurred when opening two packages of stylets. The stylets were not used. No patient complications have been reported as a result of this event.